Event description:
The user facility that during a therapeutic colonoscope procedure, as the users reached the cecum, the physician experienced difficulty advancing the forceps. The users elected to withdraw the colonoscope, and a similar but different device was used to complete the procedure. There was no adverse impact to the pt.

Manufacturer narrative:
Olympus was informed that the users were able to use the same biopsy forceps used with the initial colonoscope to advance in the second colonoscope. The subject device of this report was returned to olympus for evaluation. The evaluation confirmed a slight restriction in the instrument channel at the bending section when the colonoscope was angulated at a 90 degree angle. The instrument channel was examined and minor bumps and scratches were observed at the bending section area. There were nicks and dents on the c-cover, in addition to buckles, peeling, cuts/scrapes and chevron marks on the insertion tube. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.